Event description:
Event description cpi received information that this bipolar lead was removed from service due to oversensing. An insulation crush was noted on an x-ray. The lead was removed and replaced.